Event description:
Additional information indicated that lead revision was performed for this patient where the lead was flagged partially out of service. The ICD remains in service. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed a high out-of-range (oor) shocking lead impedance (sli) measurements. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.